Event description:
An attempt was made to insert the device into the right antecubital area with some difficulty experienced while trying to thread it into the vein. The device was removed, and it was noted that a portion of the distal catheter tube was severed. Pressure was maintained at the site and the severed portion was retrieved by means of a surgical procedure after a fluroscopic visualization. This was a pt who had been admitted for outpatient paracentesis, and the scheduled procedure was completed with another device in place. The facility contact states that the introducer needle had been reinserted during the insertion attempt, and the facility contact believes this to be the cause of the severance. The device sample will be submitted for analysis.